Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise image due to damage printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that noise image was found. It was determined that the printed circuit board needed to be replaced. There was no patient involvement.